Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient was in the doctor office on (B)(6) 2025 and had a refill but left the appointment and the pump was still alarming once an hour. The agent reviewed and said, this was likely due to concurrent alarm issue from ¿fca¿ for a810 recently communicated in ¿fca¿. Before calling. The physician had seen "active alarm" and silenced it and updated the pump. Reviewed if no active alarm seen on home screen this would be cleared and should no longer alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.